Manufacturer narrative:
H6. Device analysis for ins ks730290h revealed it was functioning within specifications but had reduced capacity due to overdischarge. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the ins was returned to the device manufacturer.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37081-40, lot/ serial#: (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 37081-40, lot/serial#: (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID 97740 lot/serial#: (B)(4), product type: programmer patient. Product ID: 97754 ,lot/serial# :(B)(4), product type: recharger. Product ID: 39565, lot/serial# :unknown, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 37081-40, serial/lot #: (B)(4), ubd: 09-dec-2019, UDI#: (B)(4), product ID: 37081-40, serial/lot #: (B)(4), ubd: 09-dec-2019, UDI#: (B)(4). Product ID: 39565, serial/lot #: unknown, ubd: 09-dec-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported there were high impedances and the ins was in overdischarge. It was unknown what factors may have led to the issue. At the time of the surgical revision, the ins was positioned upside down. There would be an one week test with external ins. It was noted that the issue was resolved at the time of the report. The patient was alive with no injury.